Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the instrument was found to have a dislodged conductor wire. A loop of the conductor wire was sticking out. The instrument passed the electrical continuity test. No obvious sign of damage on the conductor wire insulation. An additional observation not related to the customer reported complaint is that the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The instrument was found to have a broken bipolar yaw pulley. The broken piece was not missing as a result of the breakage. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.078¿ - 0.215¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument showed cable breakage at the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the problem of the cable breaking was detected sometime after the procedure had been completed.